Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6), product type screening device product ID 977d260 lot# serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 26-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a trial patient. The patient reported that they were having back pain, so they were sent to the emergency room. It was noted that the trial leads were removed as the patient had an infection. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.